Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringes experienced a deformed plunger, (rubber stopper). The product defect was noted during use. The following information was provided by the initial reporter: during use, it was found that plunger stopper broken.